Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient believed the leads had come loose. They kept switching from the left side to the right side but did not feel stimulation. It was noted that they were currently on the left side, did not feel stimulation, and once it reaches 5.7 the controller says ¿cannot provide your desired settings. Call your clinician.¿ troubleshooting of decreasing to 0.0 ma then increasing to a comfortable level, as well as switching sides was attempted, but the ¿settings not available¿ message still appeared. The next day it was reported that the device was still not working; no stimulation and max settings reached on both sides. It was noted that the patient had a call out to the nurse and they were going to call back to troubleshoot. No further patient complications are anticipated or expected as a result of this event.